Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
The surgeon reported that he accidentally locked a screw which he, later on, wanted to remove but he could not manage this. The day before the surgery, the surgeon and product manager had discussed the alternative surgical technique as the reflex hybrid screw extractor was removed from the set because of the recall. However, dr. Stated that despite of the alternative surgical technique he did not manage to get out the screw and he had to leave it as it was.